Event description:
It was reported that the patient required surgery due to climbing thresholds and steadily rising impedances. During the surgery it was noted that the setscrew was not connected properly to the lead. Repeated visits show no complications with patient once device was reconnected.